Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performing a t10-s1 fusion. When starting his left l3 screw, he was using the gear shift when he noticed it started to bend. He removed the instrument and were placed it with another. When using the new gear shift, the same thing happened. We used a 3rd gear shift and did not face the same issue for the rest of the case. Also during the procedure, the surgeon was placing a pedicle screw into left l3 when the tip of the screw driver broke off inside the pedicle screw. The screw was in a good position so the surgeon did not attempt to change the screw. He also told the staff that he would not be able to remove the tip of the driver from the screw. I told the staff it is good to retrieve that if possible but he said doing that was impossible. The case was completed with no other complications and there was no delay in the case because of this.